Manufacturer narrative:
Mfg site eval: samples received: 7 unopened pouches. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. Received seven closed samples. Sewing test on artificial skin tissue has been conducted with the samples received and there were no unusual behavior observed. Tested the knot pull tensile strength of the samples received and the results fulfill the OEM requirements. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled the OEM requirements. As indicated in the instructions for use of the product: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Final conclusion: complaint is not justified. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Thread breaks under slight tug. Also, the thread is curly and can't be tightened.